Event description:
Healthcare professional reported after injection to the cheekbones and "hollows" of the chin, specifically the "dimples in the bottom, sides, and in the middle" with juvederm voluma with lidocaine, patient developed purple skin discoloration of the lower lip. Later that evening, patient called the healthcare professional reporting "the chin is red and tender"; patient sent a picture of symptoms to the healthcare professional who noted that the "chin is marbled" predominantly on the right side. The healthcare professional instructed the patient to use massage and "apply compresses 70% alcohol". The day after symptom presentation, the healthcare professional assessed the patient noting that the chin is "marbled but less purple, more red". Patient was prescribed "solupred" and warm compresses. Two months prior to the injection described above, the patient was injected with an unspecified juvederm voluma with lidocaine in the "hollows" of the chin; no complaints or adverse events developed after this injection. The healthcare professional believes patient symptoms as previously described were caused by "compression" due to the "accumulation of [the] two injections of juvederm voluma".

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The events of skin discoloration, erythema, "compression" and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for this event.